Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the u.s list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6), underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2016 the patient started on duopa therapy. After an unspecific period of time after discharge from the hospital for placement of the peg-j the patient was re-hospitalized due to acute abdomen. The patient had a laparoscopy with an abdominal wash for suspected peritonitis.